Manufacturer narrative:
Manufacturer's report date: 06/03/2009. Patient information requested and all available information is included. This report was filed by the manufacturer. The product was received. Investigation is not complete. A follow up report will be submitted with any relevant information.

Event description:
Customer reported a crack was noted in top of tubing where syringe of medication is attached. No patient harm occurred and no medical intervention was required. Although requested, no additional patient or event information was available.